Manufacturer narrative:
The user was made aware by her inserting hcp that the sensor was inserted horizontally, which is an off -label sensor insertion. As part of the troubleshooting process, the user was assisted in performing a placement test. But since the sensor was inserted horizontally, the user was asked to rotate the transmitter so that it sits on the top of the area where the sensor was inserted. The user said there was no signal at all. By repositioning the transmitter, the user received a poor signal in one specific position, but as soon as she moved the arm, the signal got lost. A transmitter replacement was given to the user to see if a new one could resolve the issue. However, the issue persisted with the new transmitter. The user was then advised to visit their hcp to discuss about next steps. The user visited hcp who did an ultrasound to check if it was inserted deeper than usual. The hcp confirmed that the sensor was not inserted deep. The hcp did a placement test again and the signal remained very week and no signal with slightest arm movement. The hcp decided to remove the sensor and replace it with a new one. The user confirmed later that he has a good connection between the transmitter and the new sensor. No further investigation was found necessary for this complaint. The most probable root cause of the issue could be attributed to horizontal placement of sensor which is an off-label insertion.

Event description:
On june 25, 2024, senseonics was made aware of an incident where the user reported poor connection between sensor and the transmitter. The user reported that the sensor was inserted horizontally and placed transmitter above the insertion point. A transmitter replacement was issued initially to check if the new transmitter could resolve the issue, but the issue persisted. The user was then redirected to hcp to discuss about next steps, such as removal and replacement of the sensor.